Event description:
Qv sars otc - child put reagent tube cap into his mouth. Reviewed sds with consumer and recommended to contact physician.

Manufacturer narrative:
Subject: qv sars otc - child put reagent tube cap into his mouth. Reviewed sds with consumer and recommended to contact physician. Investigation conclusion: na. Investigation summary: ts reached out tfor a well-check noted that they are doing fine and do not require additional support root cause: customer procedural error.

Event description:
Qv sars otc - child put reagent tube cap into his mouth. Reviewed sds with consumer and recommended to contact physician.

Manufacturer narrative:
Subject: qv sars otc - child put reagent tube cap into his mouth. Reviewed sds with consumer and recommended to contact physician. Investigation conclusion: na. Investigation summary: ts reached out tfor a well-check noted that they are doing fine and do not require additional support. Root cause: customer procedural error. Follow-up to change product code from qmn to qkp (coronavirus antigen detection test system).

Manufacturer narrative:
Follow-up to correct the product code to qkp.

Event description:
Qv sars otc - child put reagent tube cap into his mouth. Reviewed sds with consumer and recommended to contact physician.